Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient after receiving several shocks. Diagnostic imaging showed ventricular lead had pulled back into the atrium. The patient was in good condition after disabling therapy, and symptom free. The lead was later extracted and replaced. There were no adverse consequences; patient remained stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.